Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter had a settings issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue first started on (B)(6) 2013 at 2pm. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported immediately after the issue occurred she developed a rapid heart rate. The patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca was unable to assist the patient in troubleshooting the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (1/8/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.